Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the target lesion located in the severely calcified left iliac artery. A 8.0x40x75cm express iliac stent was advanced for treatment but was not able to cross the lesion. Upon removal, the device hung up on the sheath and the stent dislodged. The dislodged stent was removed via a cut down. The case was completed with a different device. No further patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The procedure treated the target lesion located in the severely calcified left iliac artery. A 8.0x40x75cm express iliac stent was advanced for treatment but was not able to cross the lesion. Upon removal, the device hung up on the sheath and the stent dislodged. The dislodged stent was removed via a cut down. The case was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was fully deflated and correctly wrapped. Microscopic examination of the balloon material noted the presence of crimp marks indicating that the stent had been crimped in the correct position onto the balloon. A visual and tactile examination of the shaft of the device found no anomalies. Examination of the returned stent noted that both the distal and proximal ends were damaged and that it was kinked towards the center. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).